Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a high mic (false resistance) for the drug linezolid. The user noted that all isolates were sent to a reference laboratory for confirmation. No health impact or consequence reported. Report 1 of 8.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d10. Device available for eval- yes. D10. Returned to manufacturer on 23-jun-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for high mic linezolid (lzd) when using phoenix panel pmic-110 (catalog number 449036) batch number 5042883. Customer returned panels, isolates, phoenix generated lab reports and binary files were available for investigation. The customer provided the following isolates: enterococcus faecium (ndx-1, ndx-2, ndx-4, ndx-7 and ndx-8), enterococcus faecalis ndx-6 and enterococcus casseliflavus (ndx-3 and ndx-5). To investigate, customer returned panels of the complaint batch were inoculated with customer returned e. Faecium, e. Faecalis and e. Casseliflavus isolates (ndx 3 through ndx 8) and placed in a phoenix m50 to evaluate for lzd mic results. Next, retention panels of the complaint batch were inoculated with customer returned e. Faecium, e. Faecalis and e. Casseliflavus isolates (ndx-1 through ndx-8) and placed in a phoenix m50 to evaluate for lzd mic results. Last, control panels of the same material but different batch were also inoculated with customer returned isolates alongside in house e. Faecium (pos 2277) and placed in a phoenix m50 to evaluate for lzd results. For further investigation, disk diffusion testing was performed on the customer returned isolates. Results of the customer returned isolates showed susceptible and intermediate mic results across all panels tested. In house isolate e. Faecium pos 2277 returned susceptible mic results. Disk diffusion results show the phoenix mic values to be the same results (sensitive s) or within one dilution (intermediate I) of the expected result less than or equal to 2(s). As we were able to re-create the defect reported by the customer (intermediate mic results with lzd and e. Faecium, e. Faecalis and e. Casseliflavus). This complaint is confirmed. Bd r&d performed a biochemical analysis of the customer provided binary file. There were no results in the chemical reactions that stood out to be a definitive cause of the false resistance and no signs of contamination observed in the wells. The batch history record review for the complaint batches was satisfactory, and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and packaging processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. Complaint trending was performed, and no trends were identified associated with this defect. For further review, complaints due to high mic linezolid (lzd) across this material 449036 were reviewed and there are no trends associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix pmic-110 a patient isolate (enterococcus faecium) had a high mic (false resistance) for the drug linezolid. The user noted that all isolates were sent to a reference laboratory for confirmation. No health impact or consequence reported. Report 1 of 8.